Event description:
It was reported that pump displayed malfunction code Malf 06 with fault ID 0x277D and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted Technical Support, received instructions to reset pump, successfully reset pump without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction occurred again, which customer acknowledged and understood.